Manufacturer narrative:
(B)(4).

Event description:
It was reported the hemostasis valve was leaking a left atrial appendage (laa) closure procedure was being performed. A watchman® access system was used and excessive back bleeding was noticed from the hemostasis valve. The physician reopened the valve and then applied gentle forward pressure while rotating to try to realign the thread and prevent bleeding. The physician tried this twice, but was unsuccessful. It was estimated 40-50cc of blood was lost. A pigtail was inside the access system, but leaking still occurred. The hemostasis valve was not tightened on the dilator and there was difficulty closing the valve. The screw of the valve moved freely, but could be turned and tightened down. When the delivery system was in the access system, the leaking stopped. The procedure was successfully completed using this access system. There were no patient complications and the patient¿s condition was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the dilator. The valve was tight on the dilator as received, and the device was bloody inside and outside. The device soaked in a warm waterbath for 1 day. The valve, hub, shaft, and tip were microscopically, tactile and visually inspected. The shaft was perforated 3 cm from the proximal end of the hub with hub damage (cross threaded). It could not be determined when the thread damage occurred. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing of the valve confirmed the ability to completely close the valve with forward force. Water was injected into the was by attaching a syringe filled with water. There were no leaks or air bubbles observed coming from the valve, however; water was found leaking out from the damaged (perforated) sheath. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported the hemostasis valve was leaking a left atrial appendage (laa) closure procedure was being performed. A watchman access system was used and excessive back bleeding was noticed from the hemostasis valve. The physician reopened the valve and then applied gentle forward pressure while rotating to try to realign the thread and prevent bleeding. The physician tried this twice, but was unsuccessful. It was estimated 40-50cc of blood was lost. A pigtail was inside the access system, but leaking still occurred. The hemostasis valve was not tightened on the dilator and there was difficulty closing the valve. The screw of the valve moved freely, but could be turned and tightened down. When the delivery system was in the access system, the leaking stopped. The procedure was successfully completed using this access system. There were no patient complications and the patient¿s condition was fine.